Event description:
The customer reported two conflicting results with the ID now covid-19 .this is the first test was performed on (B)(6) 2022. On a nasopharyngeal swab, involving lot number (m166670) quantity. The customer stated the patient was not symptomatic. No additional patient information, including treatment and outcome, was provided. This report addresses test one of two tests.

Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02182.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166670 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m166670 and test base part number 190-430 / lot m166670.the lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166670 showed that the complaint rate is (B)(4) and a review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166670 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000.